Event description:
Litigation papers allege following the implant, patient continues to suffer with pain, difficulty walking, and inflammatory reaction(s).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Update: (B)(6) 2012- patient fact sheet and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicated that the patient suffered from chronic hip bursitis and an extensive thickened bursa. There is no new additional information that would affect the investigation. Records are available on the drive if needed for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(6) 2012- patient fact sheet and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicated that the patient suffered from chronic hip bursitis and an extensive thickened bursa. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Dor: (B)(6) 2012. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege following the implant, patient continues to suffer with pain, difficulty walking, and inflammatory reaction(s). Doi: (B)(6) 2007 - dor: none reported (left side). Patient is a resident of (B)(6). Update (B)(4) 2012 - patient fact sheet and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicated that the patient suffered from chronic hip bursitis and an extensive thickened bursa. There is no new additional information that would affect the investigation. Records are available on the l:\ drive if needed for further review. Dor: 9/17/2012. Update ad 20 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no allegation reported. Updated patient's initials, associated contact and dob. Doi: (B)(6) 2007 - dor: sept 17, 2012 (left hip).